Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was found that the uninterruptible power source (ups) battery cartridge was not holding a charge. The battery cartridge was replaced and was verified that it remains on for 3 minutes unplugged per the service manual. Also the pendant, network extender cable and bellows felt that were all showing signs of wear were replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported.

Event description:
A site representative reported that the imaging system mobile view station (mvs) batteries would not hold a charge. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
Investigation of returned suspect uninterruptible power supply (ups) battery cartridge finds that the ups battery does not hold a charge longer than three min. Charge battery for 6 hours. Perform load test. Batteries failed the 5 min load test (1 min 27 sec). The reported event was confirmed to be caused by an electrical failure.